Manufacturer narrative:
Medical device expiration date: unknown. Device manufacture date: unknown. (B)(4). Investigation summary: as no physical sample, picture sample, or lot number was provided for evaluation by our quality engineer team, a complete investigation could not be performed. There are current quality controls in place to detect this type of product malfunction during the production process. Based on the limited investigation results, a cause for the reported incident could not be determined. Examination of the product involved may provide clarification as to the cause for the reported failure. Complaints received for this device and reported condition will continue to be tracked and trended. Our quality team regularly reviews the collected data for identification of emerging trends.

Event description:
It was reported that 2 needles 26x3/8 ib were clogged. The following information was provided by the initial reporter: "it was reported that the customer is unable to load insulin into the syringe/needle. Per reported issue: "contact reported via email that customer reported issues with needles not refilling. Cts will follow up with customer to confirm issue experienced/obtain further information. Created by (B)(6) at 8/5/2020 1:27:17 pm. Subject: cts note. Caller reported she was unable to load insulin from vial to syringe/needle. Number of occurrences - 2. Did the caller insert the needle into the cartridge and encounter fill resistance? No. Product with issue - bd 26 g, 3/8" needle, pn 305110. Product lot # - unavailable. Did issue cause any injury? No. Did customer require medical intervention? No. Is product manufactured by bd? Yes, sample is not available for investigation. Resolution - caller was able to successfully fill a cartridge. No further action required."